Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 where remaining portion of extension was explanted. Patients' wounds have healed, and patient was reimplanted with a new ipg and extension.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the corner of right-sided ipg had begun to erode through the patient's skin of his anterior chest. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted, and exploration of extension took place to address the issue. There were no signs of infection. The extension body was intentionally cut and removed just beneath the head which was left connected in an effort to protect the distal lead contacts. Surgical intervention may be undertaken to remove remaining portion of extension.